Event description:
It was reported that during a sigma rectum procedure, double stapling used, first with contour then with cdh. Cdh was closed till the middle green area and fired. In the back area of the anastomose - there were no clips and in the edge in front angular and intermittent. Second anastomose resected by ca. 3cm worked. Patient had round 3mm leak (dehiscence) in the area from the collateral overlap of both bracket sutures. (Contour and cdh).the surgeon thought that the leak developed because of a pressure problem which occurred through a bad intestinal cleaning. Two more cases of angular clips with the same charge. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Washer uncut the analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be deployed without completely forming and without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.